Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display on their homechoice machine during drain 1/4 on their automated peritoneal dialysis (apd) therapy. Reprotedly, hp had disconnected their transfer set from the patient line of the homechoice set during a dwell cycle, without pausing therapy. When hp returned the homechoice machine had already moved into a drain cycle and was flashing the system error 2240 message. In an endeavor to clear the alarm, hp reconnected their transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete their apd therapy. Per rn, no patient injury or medical intervention was associated with this incident.